Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion breaching the optim sheath only, located at proximal region, caused by friction to the device can. The silicone insulation beneath was not damaged at this region. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.